Event description:
It was reported that the user experienced high blood glucose while using the ilet after a supply change and eating without a meal announcement, with blood glucose at 330 mg/dl and then trending down. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.